Event description:
Consumer alleges that a serious infection in their right thigh is related to syringes that consumer believes were contaminated. Consumer suffers from 'ms' and self injects every 2 days with betaseron rx. Infection abated after 12 days of antibiotic therapy (cephalexin).